Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer hill-rom bed, serial number unknown that had damaged power prongs on the power cord. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).